Manufacturer narrative:
(B)(4). Received the following information on (B)(6) 2010: the scrub tech recalls that two white loads were fired on the spleen with no peri strips. The knife automatically retracted without any additional noises. According to the scrub tech's recollection, neither of the firings stapled correctly with formed staples visible but the tissue did not appear stapled on either fire. Surgeon sutured both staple lines and the scrub tech said there were no negative patient outcomes. The analysis results showed that one device was returned with no visual non-conformances and with two reloads inside the package. The reloads were received fully fired. The device was tested for functionality with a test reload and it achieved a complete 3-stroke fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an exploratory laparoscopic procedure, the device cut, but did not staple. Unknown how the case was completed. Unknown patient consequence at this time.